Manufacturer narrative:
The reported event was confirmed as manufacturer related. All of the component inside of the tray were in good condition. Based on the sample evaluation, there were only 2 trays inside the kit and no drainage bag or catheter inside the kit. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard i.c foley tray b consists of a balloon catheter ,urine- collecting bag for closed drainage system, syringe prefilled with sterile water , water-soluble lubricant , antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheter, two way and three way , and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no catheter and no drain bag inside the tray. This was found when the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no catheter and no drain bag inside the tray. This was found when the package was opened.